Manufacturer narrative:
Our quality engineer inspected the 14 photos submitted for evaluation. The reported issues of foreign matter, scale marking issue, plunger rod bends easily were confirmed upon inspection of the sample photos. Analysis of the sample showed photos that there were foreign matter particulates on the samples, a distorted/jammed stopper, and one sample with no scale markings. Bd determined that the cause of the scale marking failure was associated to our manufacturing process. A review of our production records showed that there were issues at the scale marking process for lot 2098643. Bd determined that the cause of the plunger rod failure was associated to our assembly process. During a review of the production records a jam occurred during the production of lot 2098644 which could have resulted in the defect. The lot was requalified and inspected and met our criteria for shipment. There is a possibility that a defective product made it past the final inspection. We were unable to determine the cause of the foreign matter defect since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: convenience trays. Device failure: plunger rod bends easily.

Event description:
No additional information.

Event description:
It was reported that the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray plunger bent easily. Lots 2094401, 2094410, 2119471, 2153045, 2153047, 2171751, and an unspecified lot were reported, but it is unclear which lot(s) the incident occurred in. The following information was provided by the initial reporter: "we sometimes we found cardboard pieces, black particles, fibers like threads, blank syringes, b plungers inside and etc... Could you please confirm if there are other defects found aside from the foreign matter (cardboard pieces inside syringes, black particles, fibers like threads), blank syringes and b plungers inside syringes mentioned on previous response? Plastic pieces (shards),other coloured particles such as red, blue, and white. 2. Is the foreign matter able to be removed or is it embedded in the plastic / syringe? Both cases have been seen. Free foreign matter as well as matter embedded within the syringes. 3. Are you able to describe in detail the issues with blank syringes and b plunger inside syringes? Blank syringes means no markings on the syringe at all and plunger defects. I am talking about, it's like bent inside or sometimes twisted... 7. Was there any patient involvement? If yes, was there any adverse event or serious injuries? So far we have not heard any complaint as we try to remove the bad syringes at our end."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2094401 d.4. Medical device expiration date: 28-feb-2027 h.4. Device manufacture date: 09-may-2022 d.4. Medical device lot #: 2094410 d.4. Medical device expiration date: 28-feb-2027 h.4. Device manufacture date: 09-may-2022 d.4. Medical device lot #: 2119471 d.4. Medical device expiration date: 31-mar-2027 h.4. Device manufacture date: 26-may-2022 d.4. Medical device lot #: 2153045 d.4. Medical device expiration date: 31-mar-2027 h.4. Device manufacture date: 20-jun-2022 d.4. Medical device lot #: 2153047 d.4. Medical device expiration date: 31-mar-2027 h.4. Device manufacture date: 12-jul-2022 d.4. Medical device lot #: 2171751 d.4. Medical device expiration date: 30-apr-2027 h.4. Device manufacture date: 19-jul-2022 d.4. Medical device lot #: unknown d.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.